Manufacturer narrative:
Evaluation based upon three photographs of device provided by distributor. Evaluation summary: an evaluation was performed based only on three photographs provided by the distributor. Proximal end: no visible problems are present with the proximal connector of the device. Distal end: the fiber buffer is stripped back approximately 3-4 mm from the distal end. The fiber buffer and black overcoat shrink tubing were exposed to excessive temperatures (above 200 degrees c) over the distal 3-4cm of fiber, causing melting of and possible burning of the fiber buffer and black overcoat. Possible cause(s): fiber may have been used with elevated oxygen concentrations or in the presence of flammable anesthetics, contrary to instructions for use, in a bronchoscopic procedure, according to the distributor.

Event description:
On 03/21/2006, it was reported, "20021-m fiber burned". On 04/17/2006, it was reported, "this fiber was used with bronchoscope and burned during operation." On 08/23/2006, it was reported, "I suppose there had anesthetics presence inside of tracheal and causing the fiber burned." Additionally, the reporter answered "no!" To the questions, "was there a death or serious injury involved in the incident?" And "was there any type of injury involved?". This information is documented as reported to trimedyne.